Manufacturer narrative:
Product ID 3889-33, lot# va05uf3, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient¿s implantable neurostimulator (ins), lead and extension were explanted without replacement due to the patient¿s choice. It was stated the patient¿s system initially controlled symptoms but they lost effectiveness.